Manufacturer narrative:
Ous MDR - the pacemaker underwent a visual and electrical test. The output signal of the pacemaker was measured and the pacemaker paced in vvi mode with 62 ppm at 4.8 v with 1.0 ms. The pacemaker interrogation was not successful. When the programming wand was applied, no magnetic effect could be detected. Also, the pacemaker could not be reset. The pacemaker then underwent a destructive analysis. During the analysis, a non-functional magnetic switch was identified as the cause for the clinical complaint. Aside from the non-functioning magnetic switch, the pacemaker was fully functional. The verification of the manufacturing documents and initial tests showed that all circuits were built according to specifications and that the entire pacemaker left biotronik in a fully functional state. In summary, it can be stated that the pacemaker could be interrogated due to an insensitive magnetic switch. Aside from that, the pacemaker fulfilled its therapy capacity at all times.

Event description:
Ous MDR - after an implantation time of about 50 months, this pacemaker was explanted because telemetry no longer worked and it would not reset. The date of implant was not provided. No worsening of the patient's state of health was reported.